Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported, during surgery for a crt device placement, the physician was unable to place the catheter due to "patient's coronary vein was abnormal." Consequently, the surgery "failed." No patient complications were reported as a result of this event.